Event description:
Boston scientific received information that during a normal battery changeout procedure, it was observed upon pocket opening that the header of this product was loose. The physician had difficulty removing the leads from the header. The patient was pacemaker dependent therefore, an external pacer was placed. A bone cutter was used to cut the back of the header and torque wrench was used to pop the leads out of the header. The header was complete separated from the device with the use of the done cutter. All lead measurements were stable over the life of the device and remain implanted. No adverse patient effects were reported. A new device was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the clinical observation was confirmed, the header was separated. Microscopic inspection revealed that the wires were broken as a result. The device was unable to undergo electrical testing due to the header separation. Improvements to the header strength were made in (B)(6) 2005. This product has been implant prior to this modification. No further analysis was performed.